Manufacturer narrative:
The pump was returned for analysis. Pump analysis found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information received on 2017-jul-31 if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding patients who were receiving unknown drugs at unknown concentrations and dosages via implantable pumps for unknown indications for use. On (B)(6)2017, it was reported that the facility had had a number of motor stalls within 2 to 3 months of the date of the report. The rep noted that the pumps involved had all been explanted, replaced, and sent back to the manufacturer for analysis. The rep also reported that all of the pumps had an eri of less than 12 months. Additional information was received on 2017-aug-04 from the manufacturer's representative. It was noted that the events reported were not new events, but were captured in previously reported events. No symptoms or further complications were reported. Additional information was received from the manufacturer's representative (rep) on 2017-aug-18. It was reported that the rep was still investigating these events. The rep did not know which patient belonged to which report, though they did report that not all of the events listed were motor stalls. The list was a group of returns, regardless of reason, that they were referencing for the facility. The rep confirmed that whatever was in the reports was accurate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017 . The patient's pump was replaced and returned to the manufacturer. The provided event logs show that a motor stall occurred at 00:31 on (B)(6) 2017 with no indication of recovery. The logs from (B)(6) 2017 indicate that the pump was infusing baclofen [2000.0 mcg/ml] at the minimum rate, at a dose of 12.4 mcg/day. No further complications were reported or anticipated as a result of this event.

Manufacturer narrative:
Updated to reflect the information to receive on 2017-jun-21. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported no new information. Additional information was received from a manufacturer's representative on 2017-jun-21. It was reported that the pump was replaced and would be sent back using a return mailer kit. The tracking number was unknown, but the report number would be included.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown baclofen (2000mcg/ml at 1175mcg/day via flex programming). The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient's mother thought she heard the pump alarm on the night of (B)(6) 2017. It was later confirmed that the alarm was a critical alarm. On (B)(6) 2017, the patient was having "more seizures" and was taken to the emergency department (ed). The pump was interrogated, and it was found that a motor stall occurred on (B)(6) 2017 at 00:38 per event logs. No other anomalies were noted. The patient did not recently undergo magnetic resonance imaging (MRI). The healthcare provider was to call the patient's managing physician and a manufacturer representative. It was noted that the ed doctor did not feel comfortable ordering dosing for the patient's withdrawal symptoms. There were no environmental, external, or patient factors that were thought to have led to the issue, and no actions or interventions had been taken at the time of report. The issue was considered unresolved, and surgical intervention was planned for (B)(6) 2017. The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated as a result of this event.